Event description:
It was reported that the user experienced problems changing assist from 1:1 to 1:2 ratio, and there was a runaway timing bar problem. The pt was transferred to another pump without any complications.